Event description:
It was reported that both devices locked up during use. The patient was not harmed using the device.

Manufacturer narrative:
(B)(4). Batch # 651a50. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure.